Manufacturer narrative:
Patient height - 170 cm. The reservoir was received in a plastic bag in the original packaging. Visual inspection - in the visual inspection it is investigated if the returned product has defects, deformations or other anomalies. Permeability test - to proof the penetrability of the valves we have carried out penetrability tests. This test is carried out at a hydrostatic pressure of approximately 30 cmh2o in the horizontal direction of flow. Results - first we performed a visual inspection of the reservoir. No significant deformations or damage of the reservoir, but slightly deposits on the membrane are visible. Next, we tested the permeability of the reservoir and the catheters. By pumping and draining liquid it was checked whether the reservoir is permeable. The test result shows that the reservoir has filled with liquid and drained it via the peritoneal catheter. The ventricular catheter is permeable, too. Based on our investigation, we are unable to substantiate the claim of a blockage. The reservoir has drained the fluid and operates within the specified tolerances. We can exclude a defect at the time of release. The sprung reservoir set met all specifications of the final inspection when released from christoph miethke (B)(4). Further actions - no further regulatory actions are required from our point of view.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date. Flow confirmation was implemented by using sprung reservoir and ventricular catheter and by pumping the reservoir. However, the flow was not confirmed. So, the surgeon took off the ventricular catheter and tried to confirm the flow but it did not flow at all. Then, the surgeon cut the edge of the peritoneal catheter and connected it as ventricular catheter but it did not flow. Thus, the cause of the blockage assumed to be the reservoir. The reservoir was not implanted due to the malfunction. Additional information was not provided.